Manufacturer narrative:
Per tandem's cartridge user guide insulin should be at room temperature before filling a cartridge. Also, the t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message while loading a cartridge. Reportedly, the customer had filled the cartridge with 110 units of cold insulin. The customer added additional insulin to the cartridge and completed the load process successfully. Subsequently, it was reported that the customer received an incomplete bolus alert. Reportedly, the customer had navigated to the bolus request screen without exiting. The customer's blood glucose level was 269 mg/dl at the time of both events. The customer administered a manual injection.